Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual analysis of the returned sample revealed that scrdriver shaft 2.4 short self-hold the tip of the screwdriver was slight stripped. No other issues were identified during the inspection. The dimensional inspection was not performed due to the post manufacturing damage. Functional test cannot be performed since the device was received by itself but the alleged unable to assemble condition can be confirmed since the tip of the screwdriver was stripped might be the reason for the alleged complaint condition. The observed condition of scrdriver shaft 2.4 short self-hold in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft 2.4 short self-hold while no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 314.453, lot: 9753325, manufacturing site: hagendorf, release to warehouse date: 07 december 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal radius fracture. When an operation staff attached a screw to the screwdriver and tried to pass them to the surgeon, the attached screw fell before the surgeon received them. The operation staff and the surgeon complained that the screwdriver's gripping force was weak, and the screwdriver did not properly engage with a screw. When another screwdriver was used. The surgery was completed successfully without any surgical delay. This report involves one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).